Manufacturer narrative:
Investigation results: on 08/19/2013 it was confirmed that the samples would not be returned for evaluation. The involved lot numbers were not provided; without a lot number, a review of manufacturing records cannot be completed. A review of the complaint trend analysis found no related complaints for issues of this nature. Without a product sample we are unable to confirm the reported issue or identify the root cause. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened

Event description:
International affiliate reports mountaineer oc screws were found to have backed out after implantation. No other information is available at this time. This medwatch report is being filed for one event involving three mountaineer oc screws that had backed out: 188362012, qty = 2, 188362014, qty = 1. Lot codes are unknown. Concomitant devices = mountaineer oc plate, 188362037, qty = 1; mountaineer oc prebent rods, 188363100, qty = 2.

Manufacturer narrative:
A follow up report will be filed upon receipt of the devices and completion of the evaluations.